Event description:
On (B)(6) 204, after noon, ivtm therapy using an icy catheter (lot unknown) began. On (B)(6) 2024, at around 20:00, the amount of saline in the saline bag had decreased, so the medical doctor switched to the arctic sun and ivtm therapy was discontinued. About 100 ml of saline infusion into the patient's bloodstream was suspected. A leak of the start-up kit (suk) is not suspected. No saline leakage was not found. The customer did not observe leaked saline on the floor, in, or around the console. The dwell time of the catheter was about 3 days. No patient injuries were reported.

Manufacturer narrative:
Zoll has not received the icy catheter in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
D4 (additional device information) was updated. The reported complaint of a leak from the icy catheter (lot 202155) was confirmed during functional testing. A water emission, leak was observed from the proximal luer port and at the proximal infusion lumen opening during the lumen crosstalk test. The probable root cause is a weakened wall between the lumens, which withstood pressure testing during manufacturing but resulted in a leak during clinical use. Functional testing of the returned catheter was performed. All the infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to the pressurized inflation device for one minute, and the balloons were fully inflated when pressurized up to 100 psi, no leak was observed from the catheter balloons. However, a water emission, leak was observed from the proximal luer port and at the proximal infusion lumen opening during the lumen crosstalk test, confirming the reported complaint. Historical complaints were reviewed for information related to the reported complaint, and there were no similar complaints reported for the icy catheter with lot number 202155.